Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2022 by the european journal of orthopaedic surgery & traumatology titled ¿shoulder arthroplasty for proximal humeral fracture treatment: a retrospective functional outcome analysis¿. The study reviewed eighty-two (82) patients who underwent shoulder arthroplasty for proximal humeral fracture using arthrex fiberwire, to address a proximal humeral fracture. During the forty-eight (48) month follow-up period, one (1) patient experienced delayed wound healing, two (2) patients experienced deep infection, and six (6) patients required revision. Ref: "weber, s., grehn, h., hutter, r., sommer, c. & haupt, s. Shoulder arthroplasty for proximal humeral fracture treatment: a retrospective functional outcome analysis. Eur j orthop surg traumatol 33, 1581-1589, doi:10.1007/s00590-022-03313-z (2023).".

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.